Event description:
It was reported that during a sleeve gastrectomy procedure, it was observed that the stapler did not engage on the last firing. The battery was rotated but still did not engage. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 05/29/2025. D4: batch #c9e604. B3: only event year known: 2025. Additional information was requested, and the following was obtained: 1. Please explain in detail what was the issue with the device. Was the firing sequence started but not completed? On the last fire surgeon pressed the firing trigger and nothing happened. Battery was rotated 180 degrees and still nothing happened. Opened and got a new device to finish the last fire of the lsg. 2. If yes: did the device deliver any staples? Na. 3. If yes, were the staples formed properly? Na. 4. If yes, was the staple line complete? Na. 5. Did the device cut? No. 6. If yes, was the cut line complete? Na. 7. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Na. 8. Was there any difficulty opening the device? No. Since the blade did not move surgeon was able to open without any issue. 9. If yes, how was the device removed from the patient? Na. 10. If yes, did the jaws eventually open? Na. Investigation summary: the product was returned for evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and with a gst60b reload loaded on the device. The reload was received partially fired 1/5. Additionally, the ech60r buttress was on the reload deck and on the anvil. The buttresses were received with visible degradation/flaking due to previous exposure, the time out of foil packaging, and the decontamination process, the integrity of the absorbable materials could not be assessed and therefore no further testing could be conducted. The event log was reviewed. An event was found that typically indicates that the knife encountered the firing safety lockout mechanism. This mechanism ensures that the knife cannot deploy without an unfired reload installed. It is possible that it occurred due to improper installation of the reload. Always ensure that the retaining cap is in place when a reload is installed into a device. In addition, the log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. The returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished #ech60l, with lot/batch #c9e689, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number c9e604, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.